Manufacturer narrative:
The doctor determined that there was no serious injury due to this event. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. A site visit was scheduled to apply a modification to the device. This modification is a varian approved modification, which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a patient was referred for CT examination (which was negative). No additional follow-up to this MDR is expected.

Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine during gantry rotation and struck patient in the face. The safety manager of the hospital was asked about the patient condition. It was reported that the patient received a bruise on the face due to the falling cover. The patient did not complain about this issue and continued radiation treatment the next day. The doctor determined that there was no serious injury due to this event. No other patient information was provided in the report.